Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 opened but repeatedly failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 on the main station was experiencing issues with all pockets, which were not detected on the bus and could not be recovered. A field service engineer (fse) reset all the connections on the drawer and removed all trash and debris from the inside. The operating system desktop was accessed to ensure that the firewall was turned off to prevent future issues. Afterwards, the drawer was tested using the hardware testing application, and all tests passed without any malfunctions or delays. The system functioned as intended after the field service engineer repaired the device.